Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2009. No patient symptoms were reported.

Manufacturer narrative:
UDI # is not applicable.